Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by the customer. The customer is trained and repair the device by themselves; however, they reached for technical advice to repair the unit. Support case was created and subject matter expert (sme) advised that o2 gas module or turbine is the cause of the issue. Unfortunately, we did not receive further information regarding the repair. The gas module regulates the inspiratory gas flow and a faulty gas module may affect the delivered volume or gas mixture (o2/air). The turbine module generates compressed air and delivers air to the inspiratory gas. Based on the review performed by sme of provided device's logs, the o2 gas module or turbine were cause of the issue. However final information about repair were not provided, hence the cause of the issue could not be determined.

Event description:
Manufacturer's ref. #: (B)(4).